Manufacturer narrative:
Concomitant products: product ID neu_stylet_acc, lot # unknown, product type accessory; product ID neu_ unknown_lead, lot # unknown, product type lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the lead (va0daxm) found that on the distal end of the lead near the #0 electrode the insulation was perforated by the stylet. There was a small gouge on the edge of the #0 electrode. Analysis of the stylet found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the health care provider (hcp) tried to insert the stylet it cut through the lead and exited where the electrodes were during a surgical procedure. It was noted that the manufacturer representative would sent it back for analysis. It was reported that the hcp used a different lead and completed the implant. Additional information received reported that the event did not involve an implantable neurostimulator (ins) because it was a stage 1 tined lead placement only. It was reported that the patient was fine and tolerated the lead replacement fine. It was noted that the patient should receive their stage 2 neurostimulator placement next week upon showing a greater than 50 percent improvement in urinary symptoms.